Manufacturer narrative:
Not returned. Event conclusion: during pacer ventricular lead extraction from patient, 2-3mm section of lead tip remained in the patient's body. Attempts made to retrieve the piece with blunt instruments (unsuccessful) physician attempted snare retrieval, but unable to retrieve related to position. Second phy called for 2nd opinion. Decision was made to lead piece in patient's body. Guidant rep present for case. Device usage problem device failed (e.g. Broke, couldn't get it to work or stopped working. At this time the physician opted to leave the piece of the lead in the patient's body. At this time the product has not been returned, and there is no additional information available. If the product is returned, or additional information becomes available, this event will be updated.

Event description:
(B)(4).